Manufacturer narrative:
Weight, ethnicity, and race: unk. Investigation type 4110: lens work order search-no similar complaints reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that on (B)(6) 2022 a 13.2mm, vicmo13.2, -4.5, implantable collamer lens tore/broke during injection/delivery into the eye. The lens was later removed. It was reported that there was no patient injury. On (B)(6) 2022 a replacement lens of the same length/model was implanted and the problem resolved. Cause of event was unknown.